Manufacturer narrative:
One opened phacoemulsification tip was received taped to paper along with other items in a bag for the report. The returned phacoemulsification tip was visually inspected and was found to be non-conforming. Phacoemulsification tip was broken into two pieces at the aspiration bypass (ab) hole, with jagged edges. The wall thickness was observed to be even and there was wear on the threads, back of flange, and nut corners consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The video provided via onedrive was reviewed by the manufacturing site. The video was eight seconds long and showed the phacoemulsification tip in the main incision. When the phacoemulsification tip was being removed from the eye, the phacoemulsification tip breaks, and the videos ends immediately after. The reported issue is confirmed. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspections do not show any manufacturing issues that would cause the broken phacoemulsification tip. The exact root cause for the broken phacoemulsification tip is unknown; therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are hundred percent visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the phacoemulsification tip broke off during cataract surgery with intraocular lens implantation. The tip was not inserted into the eye and the broken tip was found after surgery. The surgery was completed on the same day after replacing the phacoemulsification tip with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And d.9. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that the ultrasound (us) tip breakage may have occurred intraocularly. There was no intraocular drop at the damaged site, and the breakage itself was confirmed outside the eye.